Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image abnormality due to peeled objective lens adhesive section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had ¿something resembling blood continue come out of the air/ water supply nozzle¿, after cleaning three times, during reprocessing. The device was used for a therapeutic ultrasound endoscopic fistuloplasty. There were no reports of patient involvement.